Manufacturer narrative:
Section d references the main component of the system. Other relevant device is: brand name evolut fx valve; product ID evolutfx-23 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2024; other medical products in use during the event include: product ID l-evolutfx-2329 (lot: 0012166190); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a complete heart block (chb) occurred after the non-medtronic guidewire was inserted into the left ventricle. The valve deployment was attempted once, but the chb continued and the valve was recaptured into the delivery catheter system. A second deployment was attempted. The chb remained; however, it was confirmed via intracardiac echocardiography that the valve had recovered within the membranous septum and the chb was expected to recover, therefore, the valve was fully released. The temporary pacemaker was left in place as the patient left the procedure room. No additional adverse patient effects were reported.